Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "diffuse and slight thickening of the fibrous capsule is observed, which may suggest capsular contracture" baker grade unknown and concern with the product. Clarification to d6a - implant date: 2015 (year only received).

Event description:
Mother of patient reported "my daughter has implants from the same batch, which increases the risks to our health and the psychological impact caused by the apprehension of a possible future diagnosis." Later reported "diffuse and slight thickening of the fibrous capsule is observed, which may suggest capsular contracture" baker grade unknown and "multiple diffuse elastomer folds can be seen in all mammary quadrants. Tiny sparse cysts [not device related] in the retroareolar regions, measuring up to 0.5 cm diagnosed via MRI and ultrasound. Device remains implanted. This relates to the left side.